Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from via a friend/family member and consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the caller said the implant was for the patient's leg and tail/sitting bone. The caller said the patient had sciatica. The caller said the device is only working in her foot. The caller said the patient doesn't feel anything in her tail/sitting bone. The caller stated the device has not worked since it was implanted and she has been in horrible pain which is why she is having a MRI. The patient has been back several times and they have never been able to get stimulation around her tail bone. The caller also mentioned during the evaluation the patient didn't have pain for 2 days. The caller was redirected to follow up with doctor. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the scs has not helped their tailbone pain, nor their right side sitting bone pain. They also reported that they had the issue of feeling like they were walking on needles. Patient further stated that the stimulator had helped a tiny bit but not much. Patient have also tried working with their healthcare professional (hcp) for reprogramming but it hadn't worked. Patient was redirected back to their hcp. No further complications were reported.